Event description:
It was reported that an infection occurred. The organism was identified as enterococcus faecalis. The implantable pulse generator (ipg) system was explanted and replaced. The right ventricular lead was returned, analyzed and tested out of specification. Additional information received indicated the patient had endocarditis and vegetation was present on the leads. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The initial reported event was received on (B)(6) 2013. Of note, the reportable serious injury of infection was timely submitted via an alternative summary report submission that was submitted on (B)(6) 2014. Information was subsequently received on (B)(6) 2014 and revealed the patient had endocarditis and lead vegetation. As there is new information that no longer qualifies for summary reporting this event is being reported via a bimonthly report. Concomitant medical products: 4058m52 implantable pacing lead implanted: (B)(4) 1992. (B)(4).